Manufacturer narrative:
D4: serial number: corrected. Device evaluated by manufacturer: the device was returned for analysis. Console failed the final functional test on step 5 offset-normal mode minimum flow rate with a reading of 101.870 standard cubic feet per hour (scfh). The acceptable range is 45 +/- 5 scfh. The pneumatic kit from the gold unit was swapped into the console and subsequently tested. That pairing passed the final functional test without failing at any step. Console failed the visual inspection because there are visible scratches on the front, the back label is damaged, and there are dents on the rear panel.

Event description:
It was reported that speed is unable to be adjusted. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). Two rotapro console kit assy ul/ csa were selected for use. During the procedure, the rpm read out for dynaglide was at 150,000 rpm. Also, it was noted that the speed control is not working and the speed cannot be adjusted. The procedure was completed using this device. No complications were reported and the patient was stable after the procedure.

Event description:
It was reported that speed is unable to be adjusted. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). Two rotapro console kit assy ul/ csa were selected for use. During the procedure, the rpm read out for dynaglide was at 150,000 rpm. Also, it was noted that the speed control is not working and the speed cannot be adjusted. The procedure was completed using this device. No complications were reported and the patient was stable after the procedure.